Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this system triggered lead safety switch (lss) due to the right ventricular (rv) lead exhibiting high out of range pacing measurements >3000 ohms. The rv lead is now unipolar with stable measurements at 400 ohms with no oversensing. Technical services (ts) discussed interrogation options and leaving the device in a unipolar state due to the stable pacing measurement, and recommended trouble shooting and monitoring the system for any issues that may arise. It was also noted the patient received a dialysis graft and the system was monitored post operation. No adverse patient effects were reported. This system remains in service.